Manufacturer narrative:
Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect within the crease noted on anterior a tear was noted measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate plus profile 425cc, catalog # 3502425, lot #7414889, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation and capsular contracture on the left side post-operational. As a result, the patient underwent bilateral device removal and replacement with saline mentor smooth round moderate plus profile 425cc breast implants, catalog number 3502425, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.